Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 441 mg/dl. The wife stated that her husband's sugar has been all over the place. The customer did not have time to troubleshoot.